Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report from sweden, edwards received notification of a pascal ace procedure in tricuspid position where three pascal ace devices were implanted. Approximately one month after the procedure an single leaflet device attachment (slda) was observed. During the index procedure, the regurgitation was reduced from torrential (5+) to none (0). Approximately one month post-procedure, an slda was observed on the third device implanted and at this time the regurgitation increased to grade 3. The patient did not exhibit any symptoms. No further actions were planned.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information does not suggest what factor contributed to the event as it is not enough to identify the root cause. As per information received, the pascal intervention reduced regurgitation from torrential (5+) to none (0) and approximately one month later, an slda occurred increasing the regurgitation to grade 3. Since no edwards defect was identified, corrective or preventative actions are not required.